Event description:
It was reported that the patient had a lead that did not work. Electrode #3 did not work so the patient was programmed using electrode #2. With this programming, the patient received a therapeutic effect that "worked for her." The patient also noted that she gained weight and then lost it. The patient noticed that when she takes a bath her neurostimulator moves around in the pocket. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v800432, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).